Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status, however, yielded no response from the customer. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
It was reported during set up the v60 had error code 1102 primary alarm failure. Has already replaced speakers and issue not resolved. No reports of user/patient harm/injury. Investigation is ongoing